Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the balloon ruptured at 20 atmospheres for 5 seconds.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. The balloon protector and product mandrel were in place. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the balloon ruptured at 20 atmospheres for 5 seconds.